Manufacturer narrative:
Re-instrumentation not removed: revision date: (B)(6) 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Patient enrolled in (B)(4) study was re-instrumented on (B)(6) 2009 from c3 to c7. Patient experienced on-set of severe neck and arm pain on (B)(6) 2010, as well as difficulty moving right arm. Patient was returned to operating room on (B)(6) 2010 and underwent an anterior discectomy and fusion at c7 to t1, acdf procedure. The re-instrumentation from c3 to c7 was not removed. This is two of two reports for this event.

Manufacturer narrative:
(B)(4): placeholder.